Event description:
Guidant received information that the patient with this pacemaker died. A family member of this patient reported that her death was the result of the pacemaker.

Event description:
Event description guidant received information that the pt with this pacemaker died. A family member of this pt reported that her death was the result of the pacemaker.